Manufacturer narrative:
The tsh sample was collected in a plastic greiner tube with a gel separator. Centrifugation information has not been supplied to date. The customer sent the sample to customer product line support (cpls) for additional testing. Cpls was able to confirm the customer's results for ftsh on the patient's sample. Heterophile testing was also performed but did not demonstrate the presence of any interference. Service was not dispatched for this event. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining higher than expected thyroid-stimulating hormone (tsh) results below the normal reference range for one patient that were generated by the unicel dxi 800 access immunoassay system. The erroneous results were reported out of the laboratory and questioned by the physician. Subsequent testing on an alternate methodology produced lower results that better matched the patient's clinical picture. The affect, if any, to the patient is unknown to date for this event.